Event description:
Meter name: one touch profile, strip name: one touch test strips, meter code: 6, strip code: 6, strip storage: stored correctly, symptoms: no symptoms. The patient reported the the patient "was taken by ambulance because the patient was having seizures". The meter allegedly was inaccurately high. The result from the meter was "about 300" (units not specified). The result from the hospital lab was "1000" (units not specified). The time difference between the patient's meter and the lab was unknown. The treatment was unknown. The patient reported that the patient ate dinner after result was obtained from the meter. The seizures began about 2 hours after dinner. No further information has been reported.